Event description:
It was reported that during remote follow-up, the patient presented with undersensing on their right ventricular lead since the patient had ventricular fibrillation episodes and was on hypothermia protocol. Programming changes were made to address the issue. The lead was explanted and replaced on (B)(6) 2022. There were no patient consequences and the patient was in stable.

Manufacturer narrative:
The reported event for under sensing was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection, x-ray examination, and electrical testing were normal with no anomalies found except for damages consistent with procedure damage.